Event description:
Pt underwent a ventriculoperitoneal shunt with medtronic stratovalve / codman programming in 2006. Pt then relocated. According to the medical record, the pt had seen a neurosurgeon for new onset of seizures. The pt showed continued hydrocephalus. The shunt had been reprogrammed with no apparent improvement in symptoms. According to family, the pt was quite functional, prior to the new onset of seizure activity. A head CT showed increase hydrocephalus. Pt's mental status continued to deteriorate to a point of unresponsivenss. Pt was taken to the operating room for revision of her ventriculoperitoneal shunt and replacement of a new medtronic stratovalve. Pt also has past history of nonsmall cell carcinoma of the lung with liver and bone metatases. Hydrocephalus was noted after chemotherapy. Unfortunately, the pt expired eighteen days later. Probably not related to the implanted device, but her overall medical condition. Pt never regained awareness after reimplantation of device.